Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. A correction bolus was administered to address the high bg. The cause of the high bg was due to the pump battery depleting as expected and as a result the pump shutdown. The pump was restarted, and customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.